Event description:
A customer reported via webform that while using the freestyle libre 3 app, a sensor error message was received on the adc device. As a result, the customer became hypoglycemic and received treatment of glucose from a friend. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Extended investigation has been conducted for the reported complaint. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to the removal of a correctly installed and working sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that while using the freestyle libre 3 app, a sensor error message was received on the adc device. As a result, the customer became hypoglycemic and received treatment of glucose from a friend. There was no report of death or permanent injury associated with this event.